Event description:
An error message was reported with the freestyle libre sensor. A customer reported "sensor not found" and "scan timeout" message upon scanning and was unable to obtain glucose readings. The customer experienced symptoms of hyperglycemia, vomiting, and self-treated with insulin (dose/type unknown). The customer also reported requiring treatment for diagnosis of diabetic ketoacidosis by healthcare provider, however no details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reported sensor ((B)(6) ) and ((B)(6) ) reader have been returned and investigated. The sensor plug was properly seated and no physical damage was observed on sensor patch. The sensor found to be in a sensor state 1 (indicating storage state). Visually inspected the reader and no issues were observed. Attempted communication between the returned sensor and a returned reader. Observed returned reader successfully communicated with the returned sensor. Scan timeout error message was not observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. A customer reported "sensor not found" and "scan timeout" message upon scanning and was unable to obtain glucose readings. The customer experienced symptoms of hyperglycemia, vomiting, and self-treated with insulin (dose/type unknown). The customer also reported requiring treatment for diagnosis of diabetic ketoacidosis by healthcare provider, however no details were provided. There was no report of death or permanent injury associated with this event.

Event description:
An error message was reported with the freestyle libre sensor. A customer reported "sensor not found" and "scan timeout" message upon scanning and was unable to obtain glucose readings. The customer experienced symptoms of hyperglycemia, vomiting, and self-treated with insulin (dose/type unknown). The customer also reported requiring treatment for diagnosis of diabetic ketoacidosis by healthcare provider, however no details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.